Event description:
Subsequent to the initial medwatch report, the following information was received: the immediate cause of death was an exsanguinating hemorrhage as a consequence of dialysis. No autopsy was performed.

Event description:
It was reported that approximately 3 years post xience v stent implantation in restenosed non-abbott stents in the saphenous vein graft to left anterior descending artery, the patient died at home. Cause of death was not provided. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - stent implanted in restenosed stent in a saphenous vein graft. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used to treat restenosis of a previous stent in a saphenous vein graft. It should be noted the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with in stent restenosis and lesions located in saphenous vein grafts. It does not appear that the reported off label use of the xience v contributed to the reported patient effect.